Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist removed the dental implant because of the low primary stability achieved.

Event description:
The dentist reported that, while implant was placed in patient's mouth the implant did not torque to 20 ncm. Poor bone quality, type iii bone, and complication in site preparation were noted. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that, while implant was placed in patient's mouth the implant did not torque to 20 ncm. Poor bone quality, type iii bone, and complication in site preparation were noted. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.